Event description:
The customer reported that the reservoir had fallen out of the insulin pump while it was inside the patient's toy. The blood glucose reading was 14.7 mg/dl at the time of the event. There does not appear to be any physical damage to the unit. The device was able to rewind and prime. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.